Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: concomitant medical products.

Event description:
It was reported that a patient had an unknown mentor saline prosthesis placed in 2018 and experienced deflation post procedure. As a result, the device was explanted. No additional information is available at the time of this report, if additional information is made available in the future then a supplemental report will be submitted.